Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 950 mg/dl. The customer reporting an old event and customer did not provide further information about the hospitalization. The customer also stated that insulin pump was leaked. The customer was treated with insulin shots. The insulin pump will not be returned for analysis.